Event description:
It is reported that end-user developed a red, raised rash at the right lower quadrant (rlq) under the adhesive tape border the wafer. It is also reported that affected site is treated with anti fungal powder (foot powder) as prescribed by the primary physician who believes its an allergic reaction related to the adhesive on the wafer. Product has been in use since (B)(6) 2014.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user's daughter cleanses her father's skin with warm water and a mild soap; applies the anti-fungal powder; a no-sting protective barrier wipe and then the wafer. End-user's daughter was provided instructions in skin care and reinforced crusting methods. Lastly, she was also instructed to notify convatec with any questions or concerns, in addition they will be sent a wafer without a tape border. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.